Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 02/15/2023. An investigation was conducted on 02/27/2023. A visual inspection was conducted. Signs of clinical use and evidence of heavy charred material was observed on the base of the harvesting jaws. The harvesting device was returned inside the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. There were no visual or physical defects observed on the harvesting device or the cannula. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem-tool" was not confirmed. The lot # 3000281381 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 cutter kept getting stuck in the harvesting cannula. No water resistant lubricant was used. They loaded the cutter with tips up and it was difficult moving it thru the cannula. The jaws of the harvesting tool were not open (even slightly) during the insertion of the tool into the cannula. No harm to the patient and a new kit was opened to complete the case.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.